Event description:
It was reported that the patient was experiencing intermittent beeping while connected to the mobile power unit (mpu). The patient was not having active alarms. The beeping occured specifically when the black lead was attached. This issue did not occur when the patient was operating on battery power. They connected the patient to one of their mpus, and the beeping persisted. However, when they used an orange cable (ungrounded) while connected to the power module, the beeping did not occur. They looked at his equipment and they didn¿t see any signs of damage or corrosion. The log files were submitted for review, and it appeared that the event log file captured some odd strings of power fault flags and unstable voltages along with a false positive no external power event on (B)(6) 2026. The cause of the alarms were not identified. The alarms resolved with a system controller exchange. No product will be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that after further review, the events captured in the log file are consistent with no external power events while connected to the mobile power unit (mpu). The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping while connected to the mobile power unit was unable to be confirmed. Review of the submitted log file captured no external power events on 03mar2026. These events are covered under the mobile power unit investigation. Reported information stated the patient was experiencing intermittent beeping while connected to the mobile power unit (mpu). The patient was not having active alarms. The beeping occurred when the black lead was attached and the beeping did not occur when the patient was connected to battery power. The patient was connected to another mpu and the beeping persisted. However, when the patient used an ungrounded cable while connected to the power module, the beeping did not occur. No signs of damage or corrosion were noticed. The system controller was exchanged and the beeping resolved. The system controller, (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.